Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and a bolus was delivered to address the bg. The customer did not know what caused the high bg; however, suspected it may be due to the new type of insulin used. Tandem technical support advised the customer to discuss the event with a healthcare provider.